Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the line of an amia cassette without an alarm. This was noted during peritoneal dialysis therapy, during the fifth cycle, while the patient was connected. There was approximately a quarter of an inch of air in the line. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event, but before being able to finish all troubleshooting questions, the care giver stated that they already disconnected the patient and were going to have them finish therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.